Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the filter would not expand, and it was suspected that the filter was defective, so the filter was removed from the patient. After removal it was found that thrombus had attached to the filter. A new device was used instead. Sheath system, tulip filter and jugular introducer was returned for product evaluation. Per product evaluation: tulip filter: the primary legs is stocked with a thrombus. But after soaked in water the thrombus dissolved and the filter expanded. The thrombus attached to the primary legs at the filter caused that the filter would not expand. The small leaf could be caused after storage with harden blood no other nonconformance observed. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information a likely cause of this event is that thrombus attached to the primary legs caused the filter not to expand after deployment. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the access was gained from the right jugular vein, targeting ivc filter. After confirming by angiography that there was no thrombus in the ivc, the physician tried to place the reported günther, but the günther that came out of the sheath did not expand. He suspected that the reported device was defective and removed it from the patient's body. It was found that thrombus attached to the filter. Then, he replaced it with another igtcfs-65-jp-jug-tulip. Patient outcome: no adverse events to the patient were reported.